Manufacturer narrative:
Eval summary: the device was received inside a guide catheter. The device was removed from the guide catheter. Visual and tactile examination found no damage noted to the shaft of the device. The balloon was slightly inflated with clear liquid. The device was attached to an inflation unit and the balloon was inflated to its rated burst pressure (rbp), with no leaks noted. A vacuum was pulled and the balloon was deflated with no issues noted. The device was passed over a 0.018" guide wire with no restrictions noted. An attempt was made to insert the device through a 7 french sheath; however due to the distal end of the balloon being slightly accordioned, it was not possible to insert the device through the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty procedure, there was withdrawal difficulty from the sheath. The stenosed lesion was located in the right subclavian vein. A 6fr short sheath was inserted into the right radial. A 7fr 90cm shuttle sheath was inserted into the femoral artery. A 6x40/135cm synergy was used for predilation; the number of inflations and to what atmospheres is unknown. The xxl balloon dilatation catheter was then inserted into the 7fr shuttle sheath. The physician noted strong resistance and therefore insertion was performed gradually. The xxl balloon dilatation catheter was inflated 3 times to 4-5 atmospheres for 60 seconds each time. As the stenosis remained, 2 additional inflations to 10 atmospheres were completed. The stenosis was reduced and the procedure was completed. Several attempts to remove the device from the sheath were unsuccessful so the xxl balloon dilatation catheter and the 7fr shuttle sheath were removed together as a unit. There were no patient complications reported and the patient's condition was reported as 'good'. However, device analysis revealed the xxl balloon dilatation catheter was stuck inside a guide catheter, not a sheath.